Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Our inspection showed that the weld at the shaft was broken and therefore the tip came off the shaft. The exact cause of the occurrence could not be determined. Due to the heavy stress marks visible at the broken tip, it was supposed that too much force was applied onto this instrument and that finally, a mechanical overload caused the breakage. This complaint is indeterminate from a manufacturing standpoint.

Event description:
During a lumbar fusion procedure at level l4-l5, the welded piece on the tip of the head of the extraction pliers broke loose. No pieces came off, and the procedure was completed.